Event description:
A zoll patient service representative (psr) called zoll customer support to report that, prior to fitting a patient, the response buttons on monitor sn (B)(4) were not working. The patient was fit with a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was not functional. The cause for the non-functional response button was a detached response button cable. The root cause for the detached cable could not be positively identified, but the cable likely disconnected as a result of the monitor impacting a hard surface during shipping and handling. No adverse event resulted from the disconnected rear response button cable. The patient was fitted with a replacement monitor.